Event description:
The users hearing performance with the device is affected. The user hit her head on the implant site during a sledding accident on (B)(6) 2021. The user has been re-implanted on (B)(6) 2021. This refers to report 9710014-2021-00338. Please refer to this report for further information.